Event description:
Additional information: the patient did not have a magnetic resonance image (MRI) on 2012-(B)(6), but the patient had two mris on 2012-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall was confirmed on the session report in the current pump settings and in the pump status section after an update. The logs were not available as the physician was not with the patient. The patient had a MRI on (B)(6) 2012. The pump was refilled on (B)(6) 2012 and no discrepancy was noted. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6)2007, product type: catheter. (B)(4).